Event description:
Philips received a complaint regarding a v60 device that was operating on battery power even when connected to ac power. It was reported that there was no patient involvement or impact at the time the issue was identified, and the device alarm/alert functioned as intended. The device was evaluated onsite, and testing confirmed the reported issue. Upon inspection, the problem was attributed to a faulty power cord cable. The customer, with assistance from a remote service engineer (rse), confirmed the issue. As a corrective action, the power cord was replaced. Following replacement, the device was retested, and normal operation was restored, with battery voltage and electrical measurements within acceptable limits. The device successfully passed all required performance verification tests per philips standards and was confirmed to meet product specifications before being returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications at the time of failure. The faulty power cord cable was determined to be the cause of the reported issu. The data entered in this complaint record will be utilized for product quality and safety improvements in accordance with post market surveillance and risk management processes. Root cause: faulty power cord cable resulting in loss of ac power input and unintended operation on battery power.